Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The physician noted that out of range measurements began following a routine device replacement procedure approximately 2 years ago. The physician programmed the device to vvir and turned atrial lead alerts off. The manufacturer of the associated device is unknown at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The physician noted that out of range measurements began following implant of the crt-p. The physician programmed the device to vvir and turned atrial lead alerts off. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The physician noted that out of range measurements began following implant of the crt-p. The physician programmed the device to vvir and turned atrial lead alerts off. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is being filed to correct the following fields from the previously submitted report: a2: date of birth b3: date of event b5: describe event or problem d6a: implant date